Event description:
During a conversation with the home patient regarding a system error 2240, the home patient had been previously diagnosed with peritonitis. The home patient presented to the clinic in 2004 with abdominal pain, cloudy effluent and vomiting. Effluent cultures were taken at that time and the patient was diagnosed with peritonitis. The home patient was treated with vortaz 1g intraperitoneal (ip), and kefzol 1g ip for 14 days. Based on an effluent culture taken in february 2004 the home patient's nurse concluded that the patient had fully recovered from the infection.